Event description:
A number of staff members were exposed to rapicide fumes as a result of a chemical spill, but only 2 went to the e.r.. Symptoms reported were airway symptoms, burning eyes and headaches. They were treated and released the same day. No hospitalization was required for anyone.